Manufacturer narrative:
Device passed displacement test and self test. No blank display anomalies noted during testing. No unexpected failed battery test alarms noted during testing. Unable to perform sleep current measurement and active current measurement due to constant failed battery test alarms using battery simulator. Failed battery test alarms due to severe corrosion on electronic board stack. Corroded battery tube, corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that while trying to change the battery in insulin pump they kept getting a failed battery test and the display was blank currently. Customer's blood glucose level was 155 mg/dl at the time of incident. Customer stated contacts were not missing, damaged or corroded also the battery compartment nor spring was damaged or corroded. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.